Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process, which resolved the issue, allowing the customer to continue using the pump. The customer was instructed to call back if any malfunction code recurred and confirmed understanding of the guidance given.